Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.

Event description:
The customer reported that device failed to power on, battery is not recognized by the device. There was no pt involvement.